Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a patient underwent hip surgery due to a non-union. An x-ray analysis revealed a broken unknown trochanteric fixation nail advanced (tfna) nail and a broken locking compression plate. Surgical outcome and patient status are unknown. Concomitant device reported: unknown helical blade (part unknown, lot unknown, quantity unknown); unknown locking screw (part unknown, lot unknown, quantity unknown). This report is for one (1) unknown- nails: tfna. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted. Part number: 04.037.256s, 12mm/130 deg ti cann tfna 360mm/right- sterile, lot number: h218888 (sterile), lot quantity: 6: manufacturing location: monument, manufacturing date: 27-oct-2016, expiration date: 30-sep-2026: work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev b was reviewed and determined to be conforming. Packaging bom was reviewed and found to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: 04.037.912.4, wave spring, shim ended, bp55, lot number: h089444, lot quantity: 1,000 : work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 12-may-2016 were reviewed and determined to be conforming. 04.037.942.2, lock prong, 130 degree tfna, bp55, lot number: 9904543, lot quantity: 96 : work order traveler met all inspection acceptance criteria. Nr was initiated at op # 30, thermal rinse ¿ load, because the 2nd label was to be applied on the outer bag after thermal rinse but was applied before thermal rinse. The disposition of the nr was ¿rework¿. The lot was reworked and approved on 15-jun-2016. This nr for a labeling discrepancy would not have contributed to the reported complaint condition of nail breakage. 04.037.912.3, tfna lock drive, bp58, lot number: 9974142, lot quantity: 80: work order traveler met all inspection acceptance criteria. Inspection sheet, met all inspection acceptance criteria. 21127, timoagri16.00, bp80, lot number: h093464, lot quantity: 868 lbs: certified test report received from perryman company dated 09-mar-2016 and certificate of analysis received from metalwerks pmd dated 30-nov-2015 were reviewed and determined to be conforming. Lot summary report dated 28-apr-2016 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection of the returned nail and x-ray images performed at customer quality (cq) identified the condition of a cracked post-operative nail. A "v" shaped crack is seen in the diaphyseal region however a clear break through the entire nail diameter does not exist. Therefore, the analysis code of cracked was chosen for this investigation. Therefore this complaint is confirmed for cracked condition rather than reported condition of breakage. DHR review: the complaint device was manufactured in october 2016. No ncrs were generated during production. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Document/specification review: 130 degree titanium cannulated trochanteric fixation nail-advanced (tfna) assembly design drawing and tfna nail body component design drawing were reviewed during this investigation. The design specifies tfna nail bodies to be manufactured from a titanium alloy (timo). No product design issues or discrepancies were observed. Dimensional inspection: the inside diameter of the returned nail measured at cq and is within specification of per tfna nail body component design drawing. Material analysis: the design specifies tfna nail bodies to be manufactured from a titanium alloy (timo). Certified test report received from perryman company dated 09-mar-2016 and certificate of analysis received from metalwerks pmd dated 30-nov-2015 were reviewed and determined to be conforming. Lot summary report dated 28-apr-2016 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Conclusion: a definitive root cause for the nail cracking postoperatively could not be determined based on the provided information. It is observed that there is also a post operatively broken plate in the same region as seen in the x-ray, and therefore it is possible that a blunt force impact has contributed to the device cracking. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation and the complaint condition is adequately covered by the risk assessment. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that a patient underwent hip surgery due to a non-union on (B)(6) 2018 and both implants were removed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Therapy date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.